Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and pump did not begin charging after staying connected for an extended period with no visible damage to the usb port. There was no reported impact to the customer¿s blood glucose level. Customer used a different wall adapter and charging cable, after which pump began charging, then switched to non-tandem charging supplies, and technical support advised against ongoing use of third-party chargers except for troubleshooting and arranged replacement tandem charging supplies, after which no further assistance was required.